Event description:
The user facility reported 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after insertion of the 5.5 device and while increasing p-levels, the console alarmed "purge system blocked". Upon troubleshooting for the issue, it was found that the a hard clamp which is not recommended had been been placed over the graft. Additionally, there was a kink noted near the motor during insertion that was corrected upon discovery. The pump had to be removed and replaced with a new impella 5.5. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Data logs show that the "purge pressure high" alarm occurred after a 3-minute increase in purge pressure while the pump was ramping up. The alarms persisted for the majority of support, as the purge pressure remained high with intermittent, brief drops in purge pressure. The alarms resolved once the sudden drops ended, however the purge pressure remained high for the remainder of support. Given the logs and the clinical information, it was determined that the cause of the high purge pressure was most likely a kinked purge line in the catheter. This report is being filed as part of a retrospective review of historical records.